Event description:
It was reported that during ischemic ventricular tachycardia (isvt), the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The noise was persistent, large amplitude, saw-tooth like pattern during ablation delivery. The physician was not able to interpret the both bs and all ic recordings in spite of the presence of noise. The redel cable was replaced, the indifferent electrode replaced, and a grounding cable without any resolution. The case was completed by electrogram interpretation post rf delivery without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was requested regarding the catheter details but no further information was provided. It was unknown which kind of catheter was used in the procedure and also the customer stated that the product was not returned for investigation, therefore, no complaint can be created for this product. Since no lot number was provided, no device history record review could be performed. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during ischemic ventricular tachycardia (isvt), the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The noise was persistent, large amplitude, saw-tooth like pattern during ablation delivery. The physician was not able to interpret the both bs and all ic recordings in spite of the presence of noise. The redel cable was replaced, the indifferent electrode replaced, and a grounding cable without any resolution. The case was completed by electrogram interpretation post rf delivery without any patient consequence. The customer confirmed that the noise was resolved by replacing catheter. The noise was occurred only one time and has not returned. Biosense field service engineers was not able to determine the cause of noise and the system work functional. In addition, the complaints after this event associated with this specific system was reviewed as well and there was not any additional complaint related to the reported issue. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.